Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels; value was not provided. Low bg cause was not known. Customer received assistance and was provided with carbohydrates to address low bg. Customer declined to provide further information or undergo troubleshooting with tandem technical support.